Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 4 events were reported for this quarter.   Product return status : 4 devices were received for evaluation.   Evaluation status : 4 device evaluations are in progress.   Additional information : 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device fractured. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 4 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received.   Evaluation status confirmed 4 reported events were confirmed during testing. - 4 devices were found to be affected by a cracked battery housing.   Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device fractured. 4 events had patient involvement; no patient impact.